Event description:
The cane reportedly broke at the top portion where the uppermost height adjustment hole is located. The user was walking between two parked cars. The report source states, "when the cane snapped and he fell, he hit his head on a car hood, which broke his fall a little- luckily preventing him from hitting his head on the street." He received abrasions to his hands and had a headache for a few days. He did not require medical intervention. He was seen by his physician later at a routinely scheduled follow-up visit where he was told that his back was healing as expected and there were no issues from the fall. No additional information was available.

Manufacturer narrative:
The cane is expected to be returned for evaluation. It has not yet been received.